Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional via the product surveillance registry. A catheter issue was suspected. Programming date from most recent refill prior to event was (B)(6) 2014.

Manufacturer narrative:
(B)(4) no longer applies. Correction number z-1151-2008 no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to not applicable. An MRI on (B)(6) 2015 indicated there was no evidence of an inflammatory mass. Fluoroscopy performed on (B)(6) 2015 revealed no abnormalities, the catheter had not migrated.

Event description:
Additional information later reported that on (B)(6) 15 the catheter was viewed under fluoroscopy and had not migrated.

Event description:
Additional information was received from a healthcare professional via the (B)(6) registry. As of (B)(6) 2014 the pump was programmed to simple continuous mode with patient activated doses enabled delivering baclofen 400.0 mcg/ml at a dose of 263.97 mcg/day, fentanyl 100.0mcg/ml at a dose of 65.99 mcg/day, bupivacaine 30.0 mg/ml at a dose of 19.798 mg/day, and clonidine 200.0 mcg/ml at a dose of 131.99mcg/day. The patient also received a patient activated dose of 10.0mcg of baclofen, 2.50mcg of fentanyl, 0.750mg of bupivacaine, and 5.0mcg of clonidine. The dose occurred over the course of two minutes and the patient was allowed a maximum of 8 doses/day. On (B)(6) 2015, the pump was reprogrammed and as of (B)(6) 2015 the event had resolved without sequelae.

Event description:
On (B)(6) 2015, the patient reported intermittent right lower extremity numbness. The daily rate was decreased and an MRI was ordered to rule out an inflammatory mass. On (B)(6) 2015, the patient reported bilateral lower extremity numbness and weakness, right leg worse than left. The MRI was done on (B)(6) 2015 and revealed hyper-intense signal at t11-12 and disc protrusion at l5-s1 which was not likely the cause of the symptoms. The patient was to return to the clinic and the physician would check the catheter under fluoroscopy. The severity of the event was noted to be ¿mild.¿ as of (B)(6) 2015, the event outcome was reported as ¿ongoing.¿ the device system was delivering fentanyl, bupivacaine, baclofen, and clonidine.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).